Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective expiration valve assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton fm 653570 rev. 01 medical page 4 of 5 investigation report (remediation) confidential complaint (B)(4).

Event description:
Oscillation or vibration by exp. Valve test in service software section pneumatics 1. Exp. Valve calibration fail in service software section adj/calib.